Manufacturer narrative:
(B)(4).

Event description:
The pt had a staph infection at the time of pump implant. The pump was explanted. Additional info has been requested, but was not available as of the date of this report.